Event description:
It was reported that the customer received a button error alarm on his insulin pump, after he slept with it under his pillow. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 303 mg/dl, which he treated with an insulin injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc button due to corroded keypad traces.